Event description:
The reporter stated that the device was installed on february 9. Shortly after installation, the device began leaking. An individual who initially assessed the issue suggested the device may have been overfilled. On february 17, a service representative returned to repair the device; however, the device continued to leak and reportedly almost caused a burn to the reporter¿s armpit. A subsequent service visit was conducted, and the device was repaired a second time, but the leaking issue recurred. The reporter also indicated that a demonstration device that was given to them by the company caused a burn to their hand upon use. The reporter stated they followed the instructions provided in the device manual, yet still sustained a burn. No additional information regarding medical treatment or device status was provided. Pt: 1757. Device: 2404, 1250. Ref: mw5187147.